Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The customer was having stomach pains and was later diagnosed with stage 4 pancreatic cancer. The cause of death was pancreatic cancer. The caller stated that the customer had pancreatic cancer and leukemia that may have led to the customer's passing. The customer¿s blood glucose was too high to register on the meter at the time of death. The customer was wearing the insulin pump at the time of death. The customer was being given manual injections as they figured the customer's pancreas had stopped working. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.